Event description:
It was reported that at recent follow-up the pacemaker could not be interrogated. It was noted that at the check-up in (B)(6) 2024 the battery longevity had been 1 year. The patient was not dependent (atrial pacing = 70% and ventricular pacing = 7%); however, the patient experienced 2-3 weeks of breathlessness, dizziness, falls and twitching of his left shoulder at times of rest. The twitching at times was very vigorous and caused swelling of the device site. The patient was observed to be in a normal sinus rhythm at 60-62 beats/minute with no evident pacing in either chamber on the electrocardiogram. It was questioned whether the device had entered safety mode; however, this could not be confirmed as the device could not be interrogated. The pacemaker was replaced on (B)(6) 2024, and is expected to be returned.

Manufacturer narrative:
Correction: please refer to updated codes in section f, impact codes.

Event description:
It was reported that at recent follow-up the pacemaker could not be interrogated. It was noted that at the check-up in (B)(6) 2024 the battery longevity had been 1 year. The patient was not dependent (atrial pacing = 70% and ventricular pacing = 7%); however, the patient experienced 2-3 weeks of breathlessness, dizziness, falls and twitching of his left shoulder at times of rest. The twitching at times was very vigorous and caused swelling of the device site. The patient was observed to be in a normal sinus rhythm at 60-62 beats/minute with no evident pacing in either chamber on the electrocardiogram. It was questioned whether the device had entered safety mode; however, this could not be confirmed as the device could not be interrogated. The pacemaker was replaced on (B)(6) 2024 , and is expected to be returned.